Event description:
It was reported to the boston scientific sales rep that the dr was performing a flutter case. During the first ablation, the pt and dr were reportedly "shocked"; the pt went into an unsustained ventricular tachycardia. Rf energy had been delivered for 2.7 seconds when a high impedance error, "999" shut down the generator. Doctor elected to abort the case. Procedure rescheduled and patient held over-night. No medical intervention was required.

Manufacturer narrative:
Boston scientific electrophysiology engineering performed a customer site investigation and found objective evidence that a "system interaction" between the zoll defibrillator and bsc ept-1000xpt rf generator capable of stimulating muscles and nerves, had occurred. It was further determined that the zoll, m-series defibrillator behaves as though it is rectifying or demodulating the rf resulting into low frequencies signals, increasing the probability of electrical stimulation of muscle and nerves. During a subsequent interview, the hosp biomed confirmed 18hz signals were present on ekgs. A review of the zoll defibrillator operator's guide found a warning regarding inadequate separation of rf emitting devices and the zoll. In vi-vitro test confirmed dc voltage generation increased as the older version, m series zoll and rf generator leads distance decreased. This was not observed however when using the latest m series zoll. The complaint involved an older version m series zoll. It is now believed that the system interaction was possible due to the close proximity of the device leads. All test results support the complaint-related facts reported by the ep staff. Ep staff and biomeds agree with all bsc analysis and have taken appropriate measures to prevent future occurrences. There have been at least four ablation cases performed since the investigation visit (at least two of which were described as "complex cases'). There were no adverse effects encountered. The newer zoll m series defibrillator, connected in each case. Never displayed any signs of malfunctioning.